Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a rash under the front and rear therapy electrode pads. She reported removing the device for a few hours after applying neosporin, as recommended by her doctor. During a follow up on (B)(6) 2015, the patient indicated that she had been applying baby lotion and the neosporin per doctor's advice; however, the rash was still present and a little bit worse. During a subsequent follow up on (B)(6) 2015 the patient reported that she stopped using neosporin but the baby lotion seemed to be helping. The final medical outcome of the skin irritation is unknown. There was no alleged device malfunction.